Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the driver has damaged the internal connection of the implant and has been removed. Surgery was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unknown biomet driver was reported but not returned. Visual evaluation could not be performed. Functional testing was not performed due to the nature of the devices and event. Device history record (DHR) and complaint history review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information the driver malfunction could not be verified.

Event description:
No further event information is available at the time of this report.